Event description:
An (B)(6) male with post prostatectomy was implanted with an aus device on (B)(6) 1993. On (B)(6) 2009, the entire device was removed due to recurring incontinence and fluid loss, tubing. Pt was not re-implanted at that time due to "substantial intraoperative bleeding; epigastric artery tear."

Manufacturer narrative:
(B)(4) . This is considered an unusual event in which an ams artificial urinary sphincter was involved. The frequency of occurrence of the event is not addressed in the device labeling.